Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and thryoid storm that led to a ketoacidosis on (B)(6) 2018 with blood glucose of above 500 mg/dl at the time of incident and current blood glucose level was 162 mg/dl and blood glucose value admitted to hospital 425 mg/dl. The customer experienced symptoms such as throwing up. The customer was treated with syringes. The customer was wearing the insulin pump during the hospitalization. Customer report customer does not allege pump was under delivering. Drive support cap appears normal. The insulin pump will be returned for analysis.